Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 107 mg/dl. Customer stated that he received a motor error alarm when he was changing out the infusion set and filling the tubing. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test and prime test. No check settings alarm noted. The device was received stuck in the motor error loop during bolus/basal delivery. No unexpected motor noise noted. The motor was tested outside of the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The unit had minor scratched display window and cracked reservoir tube lip.